Event description:
Add'l info rec'd from MFR 2/27/06: mw1037461-the complaint was unconfirmed, and the problem could not be reproduce. The initial complaint indicated that the surgeon was unable to thread the guidewire through the introducer. However, during functional testing, a guidewire from the bas lab was able to thread through the vessel dilator without difficulty. Visual exam shows that the distal end of the introducer sheath was crumpled, which usually occurs when the sheath catches on the surrounding tissue at the insertion site or the vessel. A complaint history review showed one other similar product complaint from the lot number.

Event description:
Nurse was attempting to start a PICC line and had a very difficult time introducing the microintroducer catheter over the wire. Had to open another microintroducer to use instead. Upon removing and examining the first 5 fr PICC microintroducer, it was noted that the distal was shredded and torn. No material appeared to be missing from the catheter. There was no harm to the pt.